Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of an image of the instrument provided by the customer appears to show a broken blade.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the front end of the harmonic ace instrument was fractured. The fractured piece fell inside of the patient and was removed during the same procedure. No fragment remained in the patient. The procedure was completed robotically with a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. A visual inspection found no damage to the instrument. The instrument was tested on an in-house generator. The instrument passed energy recognition. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no missing pieces. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.